Event description:
It was reported that during an unspecified procedure, the balloon appeared longer than expected. The target lesion was located in the mid left anterior descending artery. The physician placed the 2.5x15mm maverick balloon in the lesion and inflated the balloon to 20atms and observed that the balloon grew significantly longer than expected; appearing to be a 20mm balloon. The procedure was completed with a different balloon. No complications were reported and the patient's status is fine.

Event description:
It was reported that during an unspecified procedure, the balloon appeared longer than expected. The target lesion was located in the mid left anterior descending artery. The physician placed the 2.5x15mm maverick balloon in the lesion and inflated the balloon to 20atms and observed that the balloon grew significantly longer than expected; appearing to be a 20mm balloon. The procedure was completed with a different balloon. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device code 1310 related to component code 419.device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluation: visual examination of the returned device identified no kinks or damage. The markerband lengths were measured (proximal edge of the proximal markerband to distal edge of the distal markerband) and these measurements met specifications. The balloon was inflated to its nominal pressure of 6 atmospheres with no leaks noted. Although the balloon did not measure 20mm in length, it was noted that the balloon dilation points were not as defined and this may be attributed to the over inflation of the balloon. The balloon was examined and it was confirmed that the balloon length was correct for a 15mm long balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed. The dfu and product label states not to exceed rated burst pressure. (B)(4).